Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not yet returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy case, the tip of the drill bit that's included with the disposable instrument kit for micro suture-tak, broke off into the patient's bone. The surgeon performed an x-ray to confirm if the piece was still in the patient and it was. No attempts were made to retrieve the piece as it was too far lodged into the patient's bone.